Manufacturer narrative:
The device associated with this reported event was not returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address aseptic femoral loosening at the cement-implant interface secondary to a broken adapter and adapter bolt. Cement manufacturer is unknown. Update june 7, 2017: additional information received. Clinical der indicates that the patient was revised to address a loose femoral adapter bolt. This event meets the definition of serious and is considered moderate. It is definitely related to device and definitely not related to procedure. Update june 21, 2017: additional information received. Review of provided patient x-rays confirmed the adapter bolt has fractured. There is no evidence to confirm the reported breakage of the adapter. Update 6-21-2017: pre-op assessment (B)(6) 2017: patient states he recently felt a pop in his knee while getting out of a chair, since that time, he has had a hard time walking or bending his knee. He has had to keep his knee in extension most of the time. X-rays obtained in office reveal a revision right total knee replacement with a bolt that has come loose in the femoral component as well as gross loosening of the femoral component with periprosthetic osteolysis. Op- notes (B)(6) 2017: femoral component was grossly loose. There was a significant amount of metallosis type synovium. A fair amount of extensive debridement was necessary due to the metallosis. The metaphyseal sleeve was extremely well ingrown on the femur. There was a small area under the thick tibial tray anteromedially that osteolysed on the tibial side. The broken bolt as well as the femoral valgus adapter were all removed from the patient successfully. Removal of the adapter from the fixed metaphyseal sleeve did not cause any micromotion of the sleeve as it was extremely well ingrown.